Event description:
Customer reported heparin over infusion. Initial bolus of heparin 5000 units IV push was given. Heparin concentration was reported to be 25,000 units in 250cc d5w to be infused at 10 milliliters per hour. Customer reports that 250 cc was infused in one hour. No patient harm reported. Logs received by cardinal health. Investigation is on-going. Have contacted the risk management department on several occasions without new information provided at this time. Customer reports that devices sent to cardinal health for investigation, however, they have not been received. Follow up report will be sent when investigation is completed.

Manufacturer narrative:
Patient information requested, and all available information is included.